Event description:
It was reported that during a hysterectomy procedure, the jaw of the forceps has melted. The procedure was completed with electric scalpel without causing problems to the patient. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the upper jaw detached and not returned. The lower jaw was bent, the electrode and the ceramic were missing. The device was connected to the generator and it was recognized. Because the jaw was detached and the electrode was missing not all testing was performed with the generator. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.